Manufacturer narrative:
Manufacturing site: (B)(4). The corsair pro was returned for evaluation. The proximal shaft was cut at the protector. The tip was twisted and elongated. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated in attempts to cross the heavily calcified cto had most likely contributed to difficulty in removal of the corsair pro microcatheter. The applied stress would localize and therefore exceed the product design limit when the tip was being caught and restricted its movement by the lesion, deforming the tip. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [precautions] ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunction and adverse effects] ~ damage ~ withdrawal difficulty.

Event description:
It was reported that an asahi corsair pro microcatheter got stuck and was difficult to remove from the patient during a percutaneous coronary intervention (pci) to treat a heavily calcified chronic total occlusion (cto) in the left anterior descending artery (lad). The microcatheter was delivered over an asahi fielder xt-r guide wire in attempts to cross the lesion when it became trapped in the lesion and would not be removed. The microcatheter was cut at the proximal end to deliver a guide extension catheter for retrieval. The tip of the removed microcatheter was stretched. New devices were replaced to resume the procedure. The pci was successfully completed by stent deployment. There were no adverse patient effects associated with this event.